Event description:
The account alleged the pt position module did not function. No pt impact.

Manufacturer narrative:
The tech found the scale needed to be zeroed. The tech zeroed the scale to resolve the issue.